Event description:
It was reported that during an unk procedure, the device would not release from the vessel after firing the clip. The vessel was cut on one side to slide the device off the other end. The pt is okay.

Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and was noted to be empty and fired through lock out. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.